Manufacturer narrative:
The hospital site is new to the da vinci sp system. An intuitive surgical, inc. (Isi) product will not be returned for failure analysis evaluation.

Event description:
It was reported that during an unspecified da vinci-assisted thoracic surgical procedure, the tip of the sp monopolar curved scissors (mcs) instrument fell off inside the patient while operating close to the heart. No additional specific information was provided regarding the event. The following information is unknown: the cause of the customer reported failure mode, if the instrument tip was retrieved, and if there was any adverse outcome to the patient due to the reported issue. The thoracic surgeon expressed concerns about the mcs instrument, specifically the potential for the tip to detach when operating close to the heart. The surgeon has therefore switched to only using the monopolar spatula tip on the monopolar cautery instrument.